Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump was stuck in the suspend mode. The customer stated that the insulin pump began beeping and that she was told by her doctor that the insulin pump was not working. The blood glucose reading during the event was 88 mg/dl. The most recent blood glucose reading was 245 mg/dl. She noted that the issue had started about 2 weeks prior. Upon troubleshooting, the insulin pump passed the self test. She advised that she had reverted to manual injections since the issues began 2 weeks ago. Advised replacement of the insulin pump. Nothing further reported.